Event description:
The customer reported that the system's physicist dose was too high over the spec limitation. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep performed limit calibration and adjusted the dose limit. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.